Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor home switch was found corroded. No traces of moisture were noted at electronic assembly per visual inspection. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and slightly loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm during a basal. Customer's blood glucose was 150 mg/dl. The customer also reported that his reservoir may be leaking. He stated there was liquid under the reservoir compartment. The customer could not recall any significant events leading to the alarm. He also stated he was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.